Manufacturer narrative:
The pump had no button error alarm. The pump had an intermittent button response due to moisture damage on the keypad traces. The pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that the pump just stopped working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.